Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.9, reference: 2.8, mean: 2.35, confidence limits: 1.4-3.1. The 3.9, 2.5 and 3.0 inr results were excluded from comparison test since all were obtained on different days. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that inratio and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). Action threshold (B)(4) was reached. From 08/19/2010 to 06/29/2011, ten therapeutic and six normal donor sample tests have been performed. Test records indicated that all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with doctor's point of care (poc) device. Results as follows: date: (B)(6) 2011, inratio: 1.9, doctor's poc: 2.8. Pt's therapeutic range: 2-3 inr. Pt has been using meter for several years. Every 6 months, he would go to the doctor's office and compare his meter with the doctor's poc. Pt also reported add'l results from past readings: date: (B)(6) 2011, inratio: 3.9, date: (B)(6) 2011, inratio: 2.5, date: (B)(6) 2011, inratio: 3.0.